Event description:
The user facility reported a 71-year-old white undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella cp was being prepped when the automated impella controller (aic) would only show motor current waveform and impella flow box. The placement signal and purge system boxes were blank. There was the yellow optical sensor error message at start of case, but the staff noticed that the white cable was not pushed in all the way, once it was disconnected and re-inserted, the error message went away, which led the team to believe issue was resolved. The impella was advanced and turned on briefly with noted good flows, but it was quickly removed to assess any issues for patient safety. The pump was tested in a bowl by the doctor with normal function. The aic was replaced.

Manufacturer narrative:
The aic was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.